Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer changed the insulin pump's battery, but the alarm persisted. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked display window, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.